Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant low results with inratio2 meter. Results as follows: date: (B)(6) 2011, inratio2: 1.9. Date: (B)(6) 2011, inratio2: 1.7. Pt's therapeutic range: 2.0-3.0 inr. Pt noticed bruises in the past few days. On (B)(6) 2011, pt doubled his coumadin dose. He took normal doses in the following days.